Manufacturer narrative:
This is the initial report. Final report will be provided when the device has been returned and evaluated. If device is not returned, it will be noted in the final report.

Event description:
During a craniotomy performed with an anspach perforated blade ((B)(4)), the perforated blade scraped a part of the dura when doing a burr hole.